Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead developed a cosmetic depression while in vivo. The overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo. This device was included in a field action, and product analysis found that the device did perform as described in the field action. Concomitant medical products: 7278 ICD, implanted: (B)(6) 2007. The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse had contended that the right ventricular (rv) lead had "frayed" and the patient was inappropriately shocked. The lead was removed and a new lead was implanted. The lead was returned to the manufacturer and tested out of specification. It was further reported that the patient's spouse had contended that the implantable cardioverter defibrillator (ICD) was programmed to alarm when the leads began to "fray" and the device did not alarm when the patient was shocked. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.